Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2010 and performed to specification, alongside random manual power ons up to the 6th september 2015. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between 6th-7th september 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Component c9 appeared damaged, suggesting an impact however no measureable fault could be found and this had no impact on the performance of the device or the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.